Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va05ffa, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient who was just implanted with an interstim device two weeks ago from another state incision opened, they planned to remove it the next day. It was also reported that system will be removed due to infection. It was also reported that the patient experienced infection at the ins location, wound opened up. The patient saw the healthcare provider (hcp) on (B)(6) 2013 and was scheduled for removal of implant (B)(6) 2013. Hcp cultured ins for infection and the patient was started on antibiotics. The patient indicated they did want to be reimplanted when infection was cleared up. The ins was functioning fine prior to this revision. It was later reported that the device was explanted (B)(6) 2013 for infection. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis for ins (B)(4) revealed no anomaly found. Final device analysis for lead va05ffa revealed no significant anomaly. The body was cut thru, segmented. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.